Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4) .

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 27 mg/dl. Customer advised they have experienced high blood glucose in the mornings and low blood glucose at night. Troubleshooting for battery out limit was performed. Customer was advised the alarm may be a result of a loose battery cap. Customer was advised that a replacement battery cap will be sent out. Customer declined to receive a battery cap and wanted a replacement insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.